Manufacturer narrative:
Follow-up # 1 ¿ (04/21/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 02/14/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient in the us contacted lifescan to report the onetouch ultramini meter had a fading display issue. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to contact the patient by telephone. The smss classified the complaint based on information provided to customer service. The patient reported that the reported meter¿s display was fading. The patient took the action of performing exercise. Two weeks afterwards, the patient experienced the symptom of blurred vision. The patient received no treatment for this symptom. The patient manages his diabetes with oral medications. It would have been helpful to determine if the patient was able to discern the readings on the reported meter¿s display, his blood glucose readings prior to the onset of symptoms, and if he had a backup meter. Troubleshooting revealed this was not a new meter and there had been no misuse of the product. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after the meter issue occurred, therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.